Event description:
On (B)(6) 2012, the patient contacted animas, alleging the down arrow keypad button was intermittently unresponsive. The patient denied damage to the keypad. The patient reportedly wore the pump in a pocket and did not clean it. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation submitted (B)(4) 2012: follow-up #1: the device was returned to animas and evaluated by product analysis on (B)(4) 2012: testing confirmed the "contrast","down" and "ok" keys respond intermittently. The keypad was intact and was removed to investigate: evidence of keypad contamination was located under the "contrast","up","down" and "ok" contact button. Unrelated to this complaint, the display was dim/fading/pinkish. When replaced with a test screen, the display was normal.